Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was tested thoroughly without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock, when they used the device to resuscitate a patient. A backup device was used to continue treatment. The hospital's biomedical engineer evaluated the device after the event and observed that the device correctly charged and shocked defibrillation energy when it was connected to his test equipment. Patient details and information on the patient outcome were not provided.